Manufacturer narrative:
We have received the device for evaluation on 2025-12-09. During initial visual inspection and functional test no nonconformities could be identified which would explain the reported behavior. The pacemaker worked according to its specification. Also, the test records of the final test during production has been reviewed without any findings. The pacemaker passed all tests during production incl. The final compete safety and functional test. Since the reported behavior could not be reproduced during initial evaluation, the device was subjected to a long-term test. An attempt was made to provoke the described defect over a period of 160 hours under thermal cycling in a climate chamber. The pacemaker ran without interruptions and showed no signs of a defect. It cannot be excluded that a depleted battery caused the shutdown when the low battery alarm was not recognized by the user. Also, a hidden defect on the printed circuit boards can not be excluded. For this reason, the replace of the electronic boards will be suggested to the customer as precaution measure.

Event description:
We have received the following report from the (B)(6) - swedish medical product agency: the device turned off spontaneously and could not be restarted until it received a new battery. On two checks during the hour before, the battery indicator showed that the battery was full. The device is supposed to alarm when the battery is empty and is then powered by a back-up capacitor. In the current case, the device has neither alarmed when the battery was low nor when the battery was empty.